Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. The actual device associated with the event was not returned for investigation.

Event description:
A us distributor contacted zoll to report that a patient had a 'horrible allergic reaction' to the lifevest that was open and bleeding. The patient's physician prescribed a cream. Follow up indicated that the patient was to receive an implant soon and would not be wearing the lifevest much longer. The medical outcome of the reaction is unknown.